Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to clearly see or read the display of the insulin pump due to scratches on the lcd screen. The customer's blood glucose value was 132 mg/dl. The scratch was reported to be about the size of a nickel. The device will be returned for analysis.

Manufacturer narrative:
Device was received with minor scratches in the middle of the lcd window. The user is able to read and navigate the menus. (B)(4).